Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging the one touch ultra link meter would not power on. The patient stated he had replaced the battery and it lasted three days. The pt experienced no symptoms of high or low blood glucose, and he did not seek any medical attention. The customer care advocate determined during the troubleshooting call that the pt had replaced the battery correctly and the battery contacts were in good condition. The meter was replaced. The pt did not suffer any injury due to the reported meter. He did not experienced any symptoms and denied seeking medical attention. However, as the reported meter would not power on, this complaint is being reported.

Manufacturer narrative:
Lifescan has requested the return of the subject products for eval, but has not yet rec'd them. If either the meter or test strips are returned, lifescan will evaluate them.